Event description:
It was found during investigation of a returned pump that the downstream occlusion seal was torn, and display glass is scratched. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A torn downstream occlusion (dso) seal and display glass scratch was noted. Functional testing was performed. The allegation made by the complainant was confirmed.